Event description:
It was reported that the patient had high impedance upon system diagnostics, and the patient has also had an increase in seizures. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.